Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor did not pass incoming functional testing. The cause for the failure was isolated to the insulated-gate bipolar transistor (igbts) u15, u16, u17, and u18 on the defibrillator pca board being shorted. The root cause for the shorted components was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.